Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that at the time of device change out, the atrial lead was replaced due to high pacing thresholds because of a "malfunction". No further patient complications reported as a result of this event.